Event description:
A us distributor returned a monitor and reported monitor was experiencing abnormal shutdowns.

Manufacturer narrative:
Monitor was returned to the distributor for evaluation. The evaluation of the monitor confirmed the service code md-107 (abnormal shutdown). The cause for the service code 107 was a defective back-up battery the root cause for the reset has not yet been identified. No adverse event resulted from the damaged monitor.